Event description:
It was reported that during the surgical procedure, an acutely placed lead may have been damaged. View of the fluoroscopy of the acutely implanted lead displayed an anomaly at the distal one centimeter of the proximal coil. Technical services suggested evaluating additional fluoroscopic views to determine if the anomaly was artifact. At the time of the event, an update was asked for the status of the lead with no response. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.